Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint that the connector detached from the PICC was confirmed. The reported detachment appears to have occurred at the same time the statlock stabilization device separated from the patient; however, a supplier related issue may have been a contributing factor in the detachment of the connector from the catheter. One groshong two-piece connector for a 4 fr single-lumen PICC was returned for investigation. The connector was received assembled and attached to a statlock securement device. No portion of the catheter was protruding from the strain relief sleeve on the distal connector. The catheter was not returned for investigation. It is possible that the forces that caused the statlock to separate from the patient were a contributing factor in a separation of the catheter from the connector; however, the inner diameter of the connector was below the specification limit. This may have affected the proper assembly of the device. The manufacturing facility was notified of this complaint. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during evaluation of the sample it was noted the connector was separating from the catheter.